Manufacturer narrative:
Evaluation summary: there is no information regarding the conditions applied to the failed device at the time of failure. Variations in torque and axial force may have contributed to the breakage. There is no information about the application for which the screw and hex driver were used therefore, the cause cannot be definitively determined. As returned, a portion of the hex feature has fractured off the device. Sem analysis was performed on the fracture surface showing elongated and equiaxed dimples as the micro-mechanism of fracture. The hex driver bit appears to have sheared off in overload in torsion and bending load. Eds analysis of the component material showed a spectrum typical of 440a stainless steel; the material the driver is made of. Device history records indicate all components were manufactured and inspected to specification. The instrument had a potential field age of approximately 7 months at the time of failure.

Event description:
It is reported that the surgeon was implanting the screw and the hex portion of the screw driver broke.